Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reported broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation related to the customer reported complaint: the instrument was found to have the conductor wire insulation retracted. The black insulation has somehow moved backwards along the wire. The retracted insulation exposed approximately .093" of the conductor wire. The conductor wire was not broken. The instrument passed the electrical continuity test. Visual inspection found no physical damage to the insulation. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, that the wire was showing at the distal end. There was no report of patient involvement.